Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient fell 2 years ago on his left side and cracked 3-4 ribs. Patient stated this was when he first started noticing having troubles with his stimulator in his back. Patient stated he had pain on his left side constantly for 2 years and he had a cat scan that was negative. No further complications were reported/anticipated.